Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 110031419 (66828770). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a reverse shoulder revision procedure; approximately 8 months post-implantation because the humeral bearing was dislodged from the humeral tray. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported is confirmed through analysis of the returned product. Visual examination of the returned products identified both devices show signs of use as well as wear and tear. The side and top of the tray within the locking geometry has wear to the point of the surface being shiny and the blasted finish has been removed. The attaching features of the bearing are in place with no visible damage. The edge of the articulating surface has visible wear on approximately half of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided; however, were not reviewed as the date of image was not provided. Therefore, we are unable to correlate the x-ray with the allegation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.